Event description:
It was reported that during a right hemicolectomy, the stapler worked on first firing, after cleaning and reloading it wouldn't fire and fell apart - pin came out. Second device was opened to complete the procedure. There was no delay in the procedure and completes successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch # 346d20. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the glc80 was received with a broken anvil shroud and missing clamp arm pivot pin and with no reload present. During the visual inspection, the internal tab of the anvil shroud was broken, completely separate from the anvil half and witness marks were noted. The broken shroud did not have a functional impact on the device. No conclusion could be reached on what caused the anvil shroud to be damaged. The device was returned with missing clamp arm pivot pin. It's possible that the pivot pin fell out when the anvil shroud was broken. The device was tested with a test reload for functionality and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 346d20, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the condition of the device when they received it? Did they notice the pin present or missing? Did they take any pictures? If so, kindly share for additional analysis. Response: the customer did not notice anything with the pin as it was one of their first cases with it. Sorry no photos were taken. Did any pieces fall into the patient? If yes, were they retrieved? No nothing fell into the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.